Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive results on a (B)(6) year old female patient who has had a tubal ligation and presented with abdominal pain. The patient was admitted for acute appendicitis and underwent an appendectomy. The customer states that return product is available for investigation. (B)(4). There are no injuries associated with this event. There was no repeat on I-stat. At this time and based on the information available, there is no confirmation a malfunction exist. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 08/28/2017. Retain and return product was tested and functioning according to specification.